Event description:
MFR has learned from healthcare provider that pt was experiencing increased spasticity due to possible underinfusion of the pump, confirmed by volume inaccuracies found at refill. The pt has had the pump explanted and has been receing good therapeutic results with the new pump.

Manufacturer narrative:
Reporter states device was returned to MFR for evaluation on 7/28/97, but MFR has not received device as of the 30-day due date of this report (9/5/97). 03/04/1998: primary finding of device analysis revealed a motor stall due to a motor coil anomaly/open motor coil.